Event description:
It was reported that the patient experienced pain and was unable to use an inflatable penile prosthesis (ipp) as it would not inflate. A surgical procedure was performed in which the existing 18 cm device was removed and replaced with a 15 cm ipp. The device was downsized as the physician believed the explanted ipp was too large. The surgery was said to be successful and the patient fully recovered following the intervention.